Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified and heavily tortuous, mid left anterior descending artery. Predilatation of the lesion was performed prior to the attempt to stent. No resistance was felt during advancement to the lesion. During deployment of the stent implant, the balloon did not inflate fully; however, after carefully removing the stent delivery system from the anatomy, without resistance felt during retraction, the stent implant was still located on the balloon, with the proximal and distal balloon tapers inflated resulting in a dog bone shape. It was stated that the dog bone shape was due to the heavily calcified lesion. A new 3.5x23 mm xience prime was used to complete the case successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.